Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and replaced the probe dispensing tubing (blood, diluent or clenz flow through that tubing). Repairs were verified per established procedures. Fse also indicated that the leak occurred because of the damaged red stripe tubing that passes through the valve on the dispense module. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) regarding a fluid leak coming from the pinch valve and tubing running along the top right side of the coulter lh 750 slidemaker. When cleaning the fluid leak, the customer observed some blood in the area that was cleaned. The user was wearing personal protective equipment (ppe) consisting of gown, gloves and eyewear at the time of the incident. No injury or exposure was reported and medical attention was not sought.